Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. Are. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). After applying "histoacryl" on the wound, something (white) was left remaining.

Manufacturer narrative:
Manufacturing site evaluation: samples received: no samples are available nor batch number. Analysis and results: as no batch number is available, the batch manufacturing record can not be reviewed. This effect is not usual when the product is used. There are three different causes that could have possibly affected the polymerization of the product: application layer of histoacryl was not fine/thin enough and interfered with the healing. The dressing used to close the wound may have also interfered with the healing. Cleaning solution used in the wound could have acted as a polymerization activator. In this case this effect (white spots) should have been observed at the time of application of the glue, not several days after. Without closed samples and/or defective samples a proper analysis can not be performed. As indicated in the instructions for use: "unless otherwise prescribed, as little histoacryl tissue adhesive as possible should be applied; the amount applied is already sufficient if slight colouring is visible. A sparse application of thin layers or spots is required for undisturbed wound healing. Heavy application may cause thermal damage to tissues, and delayed healing may result". "During closure of smooth and fresh skin wounds histoacryl must not be introduced into the wound, since this would interfere with wound healing". Final conclusion: complaint is not justified. Actions on product: not applicable. Corrective/preventive actions: not applicable.